Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight is not available for reporting. Explant date: the device remains implanted in the patient and was not returned for investigation. UDI: (B)(4). A device history record review was performed for the subject device, subcomponent, and raw material lots. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The sterility documentation was also reviewed and was determined to be conforming. A product development investigation was also performed for the subject device. The implant remains implanted in the patient and was not returned for investigation. Prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/ degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The complaint description stated that a patient was implanted with an expired prodisc-c implant. The complaint condition was confirmed. The root cause of the complaint condition was determined to be human error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an expired prodisc-c at c6-c7 on (B)(6) 2016. The expiration date was not inspected prior use. The product label shows that the implant expired in april 2016. After the surgeon inserted the device, the operating room nurse discovered that the product has expired. The packaging was sealed and there were no abnormalities in appearance. There were issues during the implantation of the device. The surgeon decided not to remove the implant and continued with the surgery. The procedure was successfully completed with no patient harm or surgical delay. The patient is doing well postoperatively. There is no plan for reoperation to remove the implant at this time. This report is 1 of 1 for (B)(4).